Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information was received. It was reported that the patient was still having concerns with their device or therapy but had not sought further help. If additional information is received, a follow-up report will be sent.

Event description:
The device was not working and it did not take care of the pain. The device has not worked that well the whole time, but the patient really noticed it about a year ago. There have been no falls or trauma. The change was gradual. The patient¿s doctor recommended her to call to see if someone could reprogram her device. The therapy was not working as expected. Additional information has been requested to find out if any interventions or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up will be sent.